Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9007914. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the material is excess adhesive that is used in the packaging process. This defect is related with lumps of adhesive accumulated in the rollers.

Event description:
It was reported that foreign matter was found in the bd q-syte¿ luer access split-septum stand-alone device packaging before use. The following information was provided by the initial reporter: "there is foreign material in the package of q-syte."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd q-syte¿ luer access split-septum stand-alone device packaging before use. The following information was provided by the initial reporter: "there is foreign material in the package of q-syte."